Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported recurrent mr and dyspnea are cascading events of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. An xtw mitraclip (lot:30515r1109) was implanted successfully, reducing mr to grade 1. Six weeks later the patient reported dyspnea and returned for investigation. Transesophageal echocardiogram (tee) assessment was performed and it was discovered that the xtw clip had detached from the posterior leaflet. No leaflet or chordal damage was present. On (B)(6) 2023, two xt mitraclips were implanted on either side of the slda to stabilize and reduce recurrent mr to grade mild/moderate. No additional information was provided.